Event description:
A 4mm amplatzer muscular vsd occluder (muscvsd) was attempted but not released when the muscvsd was found to be too long for the tunnel-shaped defect. After the muscvsd was removed, a trans-esophageal echo (tee) revealed a clot. The patient's act was over 200 but due to the long tee evaluation and the nature of the fenestration, the physician was not surprised at the thin thrombus formation. Additional heparin was administered, a portion of the thrombus was aspirated and the remainder resolved on its own. No adverse patient effects were reported and the patient was discharged the following morning. The procedure will be rescheduled.

Manufacturer narrative:
The 4mm muscvsd was returned to sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. The device met dimensional specifications when measured with a calibrated caliper. The occluder was loaded into a test loader, deployed and retracted without difficulty or deformity. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. The cause of the reported event remains unknown.